Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0g100, implanted: (B)(6) 2014, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was not responding to the first system placed so the hcp put 2 extra leads in a different location. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed with the hcp indicated the cause of the patient not responding to the first system was poor placement of leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Corrected to appropriate selection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.